Event description:
A customer reported a pt had an estimated blood loss of 500 ml when the blood in the extracorporeal circuit was not returned following two consecutive internal dialyzer blood leaks, the pt was not symptomatic as a result of the blood loss and no medical intervention was required. The pt completed their scheduled dialysis treatment with a new dialyzer and was discharged home following the treatment.

Manufacturer narrative:
The two affected dialyzers returned were analyzed and no blood leak was detected for either dialyzer. There were no visual defects noted in the inspection of the returned dialyzers. Two retention samples were also analyzed and no blood leak was detected for either retention dialyzer. There were no visual defects for the retain dialyzer samples. A review of the lot history record for lot c414126401 and a review of the nonconformance log was performed as part of the investigation. There were no nonconformances found during this search that were relevant to the defect reported.